Event description:
It was reported that a cerebral vascular accident (cva) occurred. In december 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). The patient was discharged on aspirin and plavix. In february 2023, the patient experienced unilateral vision loss and potential loss of consciousness associated with a cva. Computed tomography performed in march 2023 revealed a posterior peri device leak measuring 1-2mm. The patient was instructed to discontinue plavix and restart xarelto.